Event description:
Product analysis was completed on a lead that was explanted due to infection (reported in MFR. Report # 1644487-2020-00634). Abraded openings were noted in the bilumen tubing resulting in portion of the positive coil being exposed. The lead assembly has dried remnants of body fluids inside the silicone tubing. No obvious point of entrance was noted other than the identified tubing abraded opening and the cut end of the lead. Note that since a portion of the lead (including the electrode array portion) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Product analysis was also completed on the explanted generator. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. No further relevant information has been received to date.